Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The monitor was analyzed and found the failure was replicated. The fa installed unit to pca xi test system and power up surgeon side cart (ssc) with no image in left eye. The complaint regarding monitor was not working was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start and post-anesthesia of a da vinci-assisted prostatectomy surgical procedure, the surgeon side cart (ssc) left monitor went off. The technical support engineer (tse) checked the logs, no errors showed. Also, on the vision side cart (vsc) touchscreen, both eyes were visible. Tse recommended to reboot the system with blue fiber cable (bfc) cleaning, but issue was not fixed. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the case was completed robotically and there was a 2-hour delay. The total time of the procedure was 3 hours and 40 minutes. The surgery was a radical prostatectomy. The delay was 2 hours long and did not occur during warm ischemia time. The patient was intubated and in a 30° trendelenburg position, with induced pneumoperitoneum, trocar incisions performed, ports were placed, and system positioned. The surgeon was at the console when started the incision then suddenly lost robotic vision in left eye. It was not possible to proceed with the surgery (3d vision totally lost, procedure not convertible to laparoscopic). The company field service department was contacted urgently. After one hour, the fse was at the site and 30 minutes was the time needed to change the defective monitor. The anesthesia was prolonged for 1 hour and a half. No harm or injury to the patient.